Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device therapy delivery test failed. The rse evaluated the device remotely and determined that the therapy delivery test failed due to a defective capacitor. Philips has sent the dfm100 assy capacitance (pn: 453564489001) to the customer site to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.